Event description:
The end user states the screws on her seat keep coming out. The end user states when they work themselves out, she puts them back on. She states she has ms and needs additional assistance with the seat and the chair is over 10 years old. The serial number isn't available, she can't get to it. (B)(4). Additional non-reportable complaint for this device; end user alleges the batteries need swapped out. She states the batteries will not last as long.